Event description:
It was reported that when the pt was programming a bolus of insulin on the infusion device the buttons were not working. The up, down, menu, and check button are without function. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.